Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that while using the freestyle libre 2 app, a sensor error message was received with the adc device. The customer further reported multiple false low readings (unspecified) and had self-presented at an emergency room where juice, sugar, and food were provided as treatment for the reported issues. No further information was provided. There was no report of death or permanent injury associated with this event.